Event description:
It was reported that an alarm occurred on the insulin pump. Afterwards, the insulin pump emitted a constant tone. The reported blood glucose reading was 394 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank and the insulin pump emitted a constant tone due to a problem isolated to the mother board.